Manufacturer narrative:
H10: the device, intended for use in treatment, was not returned for evaluation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could not be established. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the drill guide support was aluminum. The material has been changed to stainless steel to increase durability and reduce deformation in the field and a correction action has been opened for this issue. However, without the actual device or photos for visual inspection to confirm the color or material of the device, the actual cause of the reported event could not be determined.

Event description:
It was reported that during a handpiece test, it experienced a homing failure. A torque test was performed and it was on 34. This condition was rectified by having the tech push the drill and it homed, resulting in a perfect case. The tip is also bent. No patient involved.